Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient¿s intermediate vision with the vivity lens was not satisfactory. The lens was explanted and replaced with a monofocal lens during a secondary procedure. The clinical reason for the explant was persistently poor subjective distance vision, even with spectacle correction. Additional information was requested.